Event description:
It was reported that the balloon ruptured. A 2.50 x 15 mm agent dcb was advanced to the lesion, inflated to 6 atm and ruptured upon the first inflation attempt. The device was removed using the normal method and the procedure was completed using a different device. No patient injury occurred.